Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was unknown mg/dl. The customer stated she has air bubbles in the reservoir and tubing. The size of air bubbles is 2 centimeter and it occurred after 3-4 hours. The customer did store insulin by room temperature. The customer stated that leaks detected, fluids in the pump. The customer was informed to review the relevent the infusion set and pump IFU. The customer was advised that we would send replacement.